Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed displacement test. The test reservoir p-cap was able to lock in place.

Event description:
Information received by medtronic indicated that the insulin pump had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.